Event description:
It was reported that a tandem mobi cartridge alarm occurred, leading to the customer's blood glucose level rising to 600 mg/dl. The customer managed the high blood glucose level with a correction injection via manual insulin delivery. Technical support confirmed the alarm issue and decided to replace the pump. The customer was informed about how to store the malfunctioning pump before returning it and was advised on the procedures to follow upon receiving the replacement pump.